Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation and "history of breast cancer". Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, brown/black particles and an opening. Leak test was performed and found an opening on anterior. A microscopic analysis was performed which identified an opening (puncture) in the anterior side due to surgical damage. The fill test inspection was performed, the result is no blockage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Health professional additionally reported "moderately thickened capsule" baker grade not specified and "increasing left breast pain".